Manufacturer narrative:
Manufacturers ref# (B)(4) d4) catalog# is unknown but referred to as cook celect inferior vena cava filter. Summary of investigational findings: as stated in the article, a patient (patient 3) presented with a celect filter which had a dwell time of over 12 years. The filter was complicated by a fibrin sheath and extravascular struts perforating vena cava. No alteration in retrieval plan were required, and the filter was successfully removed by a snare. The patient was on anticoagulation post procedure, and no additional complication occurred within 6 months. The complaint is confirmed based on information in the article. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Limited information provided in article. Manufacturing records review could not be completed as the lot number is unknown. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use or label. This is a known potential adverse event as described in the instruction for use, where vena cava penetration and vena cava perforation have been listed as potential adverse events prior to the device being discontinued as of 31dec2021. A definitive cause could not be determined from the investigation. Possible cause is the long indwelling time of the filter for over 12 years. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to literature: lee, et. Al. 2024 - planning for complex inferior vena cava filter retrievals: the implementation and effectiveness of 3d printed models. A patient (patient 3) presented with a celect filter which had a dwell time of over 12 years. The filter was complicated by a fibrin sheath and extravascular struts perforating vena cava. No alteration in retrieval plan were required, and the filter was successfully removed by a snare. Patient outcome: the patient was on anticoagulation post procedure, and no additional complication occurred within 6 month.